Event description:
The user received false positive toxoplasmosis igg results for two samples from the same pregnant pt. The result from one sample was considered discrepant. No units of measure or specific dates of testing were provided for any of the results. A sample from week 11 of 2009 gave a result of 60.0 from this analyzer, and a result of 3 from the vidas and "neg" from the aviditeits test. No info was provided to determine if any erroneous results were reported, or if the pt was adversely affected. If add'l info is received, appropriate notification will be provided.